Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, it was reported that the (B)(6) experienced pus like discharge from stoma. The (B)(6) saw a physician last week who prescribed unspecified antibiotics. It was reported that the stoma site infection seemed to respond to the antibiotics; however, once treatment finished, the pus like discharge reappeared. The patient was advised to see the physician for another assessment and swab of the stoma site.